Event description:
Patient underwent ilasik on (B)(6) 2012. Patient presented 4 days post op complaining of change of vision on both eyes (ou). Slit lamp evaluation (sle) noted striae ou. Patient brought back to laser suite and flaps lifted and stretched ou. Post op on (B)(6) 2013, vision on right eye (od) 20/30 and left eye (os) 20/40. Last post op on (B)(6) 2013. Visual acuity sans correction (vasc) 20/50 od and 20/40 os. Best corrected visual acuity (bcva) +1.50 20/25 od and + 0.75 20/20 os.

Manufacturer narrative:
(B)(4): conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2012. The initial procedure was uneventful. The clinic reported this event only and did not request field service or clinical support.